Event description:
It was reported by service report that the bed had no power and the brakes were not working.

Manufacturer narrative:
(B)(4) - brake connecting bar.power connector.(B)(4) - axle bearing.